Event description:
According to the reporter: occurred during a lymph node biopsy procedure. The needle popped off when suturing. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the needle was secure in the needle driver at the time of issue. Obtained another suture in order to complete the case. Patient status: she has done extremely well since her procedure and has no complaints today.